Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard console (sn (B)(4)) power off after displaying an error message tcmid:02 (ce danfoss error). After filter cleaning, the customer was able to continue with the treatment for an unknown period of time, however, after physician lowered the target temperature from 34 c to 33 c, console power off again. The user was unable to resolve the issue. Another console was used to continue therapy. No known patient consequences reported.